Event description:
It was reported that the patients implantable pusle generator (ipg) was no longer charging. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.